Event description:
During an in clinic follow up, the left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced. The patient was stable.

Event description:
Additional information was received that there was loss of capture due to dislodgement.